Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for dystonia. It was reported that the patient had developed a postoperative infection at the ins implant site, probably related to trauma at the incision site. The ins was explanted and the wounds were cultured and antibiotics were administered. No further complications were reported as a result of this event.